Event description:
Caller alleged discrepant results with two inratio meters. Date: (B)(6)2009, 1st inr=4.2, 2nd inr=3.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot: inratio meter -date: (B)(6)2009, 1st inr=4.2, 2nd inr=3.4, mean: 3.8, sd: 0.56, %cv: 14.9. The 14.9% cv is less than 20%. Inratio meter results pass the criteria for precision. No further testing is required at this time. Pt is on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide -limitations, "this test should not be used for pts on heparin therapy." As of 04/23/2009, no product is expected to return. No further investigation will be required. No corrective action is required, as no product deficiency was established.